Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose has been high lately. The patient's blood glucose today exceeded 400 mg/dl and yesterday it was 538 mg/dl, which resulted in a headache. The customer treated with manual insulin injections and she also changed to a different insulin pump. Her current blood glucose is 368 mg/dl. Troubleshooting was initiated for the high blood glucose and no apparent anomalies were noted on the insulin pump or infusion set. A high pressure test could not be performed due to lack of a tubing clamp. No products were returned or replaced.